Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon examining the implantable cardioverter defibrillator, it was discovered that the device exhibited episodes of far field r wave oversensing resulting in inappropriate mode switch. The anomaly was successfully resolved by reprogramming the device. No patient symptoms were noted and the patient remained in stable condition.